Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Programming changes were made to resolve the issue and the patient was in stable condition throughout the session.